Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
No ECG signal.

Manufacturer narrative:
This is an update regarding investigation after part was returned to failure analysis lab. This dfm100 assy processor was returned "no ECG signal". This was not verified in lab testing. The pca booted to the¿ïnstalling upgrade ¿ do not turn off¿ screen. After repair, the device passed op check and general testing. This pca ¿ som pca defective. Som pca is a part of dfm100 assy processor. Reporting address line 1: (B)(6).

Manufacturer narrative:
This is a correction regarding the previous failure analysis information. The previous failure analysis information is written in this complaint in error, and actually the part was still not returned yet.